Event description:
It was reported to boston scientific corporation that during the placement of an uphold vaginal support system, the needle from a leg assembly detached into the physician's hand as he was pulling it though the sacrospinous ligament with the capio device. The physician had thrown the leg assembly multiple times with the capio while attempting to place it prior to the detachment. The procedure was completed using another uphold. There were no complications to the patient, who was fine at the conclusion of the procedure.